Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 alarm which was not duplicated during evaluation by troubleshooting the device. A review of the event history log identified 'system error 345' messages. The reported condition was verified. The cause was determined to be an out of specification downstream thermistor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon power up in the medicine b department. There was no patient involvement. No additional information is available.